Event description:
The customer reported that the sys would not boot up. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power motor relay board and the interconnect cable were replaced during the service call. The sys was tested and found to be working as intended and put back into service.